Event description:
The user planned a trajectory into the pt's brain with the brainlab iplan stereotaxy planning software 3.0. After additionally referencing the target point relative to the ac or the pc point, the user noticed that the target point offset was incorrect on the treatment plan printout. The software calculates, displays and prints the stereotactic arc settings correctly on the screen, as well as on the printout. These settings are used to align the planned trajectory. Despite there was no adverse event or any pt injury reported by this or any other hospital, a risk to pt health could not be excluded.

Manufacturer narrative:
Despite there was no adverse event or any pt injury reported by this or any other hospital, a risk to pt health could not be excluded. Brainlab's investigation has shown that the target point offset relative to the ac or pc point might be incorrect on the treatment plan printout due to a software error within the iplan stereotaxy planning software versions 3.0.0 or 3.0.1. This offset is only provided as additional information and is not used for aligning the stereotactic arc. Nevertheless, it may be used for making clinical decisions, which due to the erroneous printout could be incorrect. Brainlab intends the following corrective actions: potentially affected customers receive a product notification information. Potentially affected customers will receive a software update to correct for this software error. Tentatively planned availability: end of october 2010. Brainlab will actively contact potentially affected customers to implement the software update upon availability.